Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. The trial began on (B)(6) 2026. It was reported that they accidentally pulled the leads out. Troubleshooting was performed as they placed the leads back in. The cause was not known. The issue was resolved. Patient's representative (pt rep) called in and reported that the patient accidentally pulled the leads out yesterday but they were able to assist the patient and placed it back. They were just worried that the patient's therapy might've stopped working. They did basic trouble shooting and confirmed that the patient's therapy was still on. To seek medical attention if the patient felt pain, experience soreness or bleeding on the incision site.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026; brand name: interstim. Product ID:306001; (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.